Event description:
Using new hdc v-catheter (percutaneous central venous catheter). Threaded in; would not thread. Attempted to remove but tip remained in. According to instructions, catheter cannot be removed with introducer still in place. User error.